Event description:
It was reported that the suture capture of the firstpass came out from the slot during the meniscal root repair when the suture was fired in the meniscus. The piece was removed with tweezers and forceps. A backup device was available to complete the procedure with no delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the suture capture is broken/missing from the firstpass mini. A functional inspection is not applicable, complaint can be confirmed visually. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The complaint is verified. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Internal complaint reference: (B)(4).

Manufacturer narrative:
The device used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: -as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure. -do not use this device as a lever for manipulating hard tissue or bone. Excessive force should not be applied to the device when manipulating soft tissue, bone, or hard objects. Misuse of this device may result in bent or broken distal tip or jaws. - when passing suture multiple times always check the tip of the device for damage or debris between passes. Clear any visible debris between passes. Discontinue use if the device becomes damaged between passes. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.